Event description:
Nurse was handling a magellan hypodermic safety needle attached with the guard deployed, writer experienced a needle stick to the left thumb in spite of the safety guard being deployed.